Event description:
The patient had an enterocutaneous fistula repair. Ta60 stapler was used to complete the anastomosis between viable ileum and colon with an excellent blood supply and no tension. Patient was re-operated and an inspection of the anastomosis revealed subclinical leak of the ta60 staple line.